Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed. The scope went through the endoscope reprocessor without the cap attached. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information. Updated fields: b5, h6. Additional information was received from the customer on november 19, 2025, stating the cap of the customer has left the cap off of the videoscope before placing in the endoscope reprocessor. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions olympus gif-h180 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer has admitted to leaving the cap off before placing in the endoscope reprocessor.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.